Event description:
On or about (B)(6) 2014, patient underwent placement of an angiodynamics xcela product, reference number (B)(4), lot number 132881000. The device was implanted by dr. (B)(6) at (B)(6) medical center in (B)(6), for chemotherapy delivery. On or about (B)(6) 2017, patient's port was removed by dr. (B)(6) at (B)(6) medical center in (B)(6) due to pain around the port site from an infection.

Manufacturer narrative:
Manufacturer is evaluating the complaint and any new conclusions will be submitted in a follow up report to FDA.